Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a patient with residual myopia approximately 6 months post cataract surgery with refractive analyzer assistance. The patient complained of decrease in visual acuity. The intraocular lens was explanted. The nurse reported that the lens recommended by the refractive analyzer was what was implanted and the patient had residual myopia so an explant was done of the lens. Additional information has been requested.

Manufacturer narrative:
With the data available, the customer reported event that the system contributed residual myopia was not able to be confirmed. Potential complications include potential errors in measuring refractions may occur when the cylinder, axis, or spherical equivalent are displayed in red on the screen. Significant central corneal irregularities resulting in higher order aberrations might yield inaccurate refractive measurements. Post radial keratectomy eyes might yield inaccurate refractive measurement. A review of the customer¿s complaint history did not show any previous complaints of this kind against the system. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4)